Manufacturer narrative:
Result: eight unused and sealed samples were returned for evaluation. Each sample was opened and individually evaluated. A visual inspection revealed that there were no molding deformities or cracks in the samples. One of the samples was connected to a jms tube at the luer connection end. The tube was connected to a brand new bd 10 ml luer lok syringe filled with 10 ml of room temperature tap water. The lever lock's cannula was inserted into a brand new baxter interlink injection site. The water was slowly expelled from the syringe, through the tube, the lever lock and out of the interlink's open end. The speed was gradually increased from drip to stream over approximately 20 seconds. The syringe was disconnected from the tube and the remainder of water inside was allowed to drip freely. No leakage was observed at the luer connection of the sample. No leakage was observed at the cannula/interlink connection. The interlink connection site was dry on the outside. The sample was disconnected from the tubing and luer connection examined. The outside of the sample's luer connection was dry. This test was repeated for each of the remaining 7 seven samples with the same results each time. No leakage was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6187791. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). (B)(6).

Event description:
It was reported that the suspect device started leaking following connection to the patient's peripheral line. "It was leaking at the connection and no matter how tight they put it, it was still leaking." This resulted in leakage of chemotherapy and exposure to the patient's bare skin. No medical treatment was provided. Per report, no leakage noted after the device was replaced.